Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that there was a speaker inop and no audible sound coming from the device. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Reporting institution phone#: (B)(6). A field service engineer (fse) was dispatched to the customer site. The fse confirmed that the speaker was faulty. The speaker was replaced, and the device was operational after repairs were completed.